Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a fusion procedure to treat a vertebral compression fracture, mixing of the vertecem v+ cement could not be completed. Reportedly the operating theatre temperature was checked and the vertecem v+ cement kit was held upright. The liquid of the ampule was mixed with the cement powder and immediately upon mixing there was an instant resistance of the blue handle as the mixture formed an extremely hard consistency. The mixer handle did not want to move any further for mixing to continue. Another vertecem v+ cement kit was opened to continue with the procedure. There was a ten (10) minute surgical delay with no adverse effect to the outcome. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the supplied cement kit was received and analyzed in the laboratory. After disassembling of the system, the mixing rod along the stirrer axis could be moved. Therefore, the functionality could be proven. During the first movement of the mixing rod, it is possible that some powder particles came in between the rod and the surrounding axis limiting movement. It would only allow for the mixing rod to have movement with slight resistance. However, movement would still be possible. To eliminate future errors, it is recommended that the user undergo a short training regarding the connection between short-term stiffness of the mixer at the beginning of the mixing process. Product investigation summary: unfortunately, the exact reason for the encountered occurrence could not be determined. However, it is likely that an application error may have taken place during the operation. To prevent such problems, it is necessary to operate according to the technique guide. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.